Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised for pain. Update rec'd (B)(6) 2016: litigation received. Litigation alleges increased metal ions, metallosis, pseudotumor, and corrosion. The stem is being added to the complaint. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/21/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported groin pain, burning, migraines, extreme daily exhaustion, shortness of breath, nerve pain, unable to sit normal with feet on the ground, had to sit with left leg up, stopped driving, forgetful, leg gave out, and had to use can occasionally. Medical records had several pages that were bad copies and unable to read. Medical records did report increased cobalt in blood work and lab results reported metal ions less than 7 parts per billion. Revision surgical report noted limited range of motion, pseudotumor, metallosis and corrosion. There is no new additional information that would affect the existing investigation. The complaint was updated on: may 13, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). H6 patient code: no code available (3191) used to capture (blood heavy metal increased).

Event description:
Ppf alleges metal wear and elevated metal ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.